Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a protonix 1000ml infusion infused faster than expected. Once the device was in biomed, it was noted that the device had a broken bezel post. There was no report of patient harm.

Manufacturer narrative:
Additional information provided. Conclusion: no available code for undetermined or unknown cause. The customer¿s report of an over infusion was not confirmed. The report of a broken bezel post was confirmed. Review of the pump module event log shows that the last infusion on the pump module was programmed to infuse at 10ml/hr with a vtbi of 90ml at 4:11 pm on (B)(6) 2018 and infused until 5:17 pm when the device was channeled off. At 5:20 pm, the device was again programmed to infuse at 10ml/hr with a vtbi of 95ml, however after only a few seconds the device was paused and then channeled off. Functional testing was performed and the device was delivering fluid outside of specification on the low side (under infusing). Internal inspection showed that 4 of the bezel bosses were cracked and separated. Broken/separated bezel bosses can result in the occluder fingers and/or pumping fingers not being in the required position which can cause failure to occlude and/or failure to pump. This can lead to over or under infusions. The root cause of the reported over infusion was not identified since testing resulted in under infusion.